Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was observed that the membrane tube assembly was detached from the bag. A functional test was performed and the bag was submerged underwater and no leakage was observed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to remove an intravia container empty from tubing, and the bag broke during removal. The reporter stated forceps were used to remove the part of the bag stuck to the tubing. It was not specified when in the process this event occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.